Event description:
On (B)(6) 2012 - (B)(4) - the consumer stated that the adjustable knob on his 65650r rollator had a bolt that was too small for the hole in the arm, and it jiggled. There is no reported injury.